Event description:
It was reported that during the procedure, pre-dilatation of the left main coronary artery was performed using a non-abbott balloon followed by deployment of a 3.5x18 promus stent in the left main to proximal left anterior descending arteries. Pre-dilatation was performed in the mid left anterior descending artery using a non-abbott balloon followed by deployment of a 2.5x28 promus stent at the mid to apex of the left anterior descending artery. An attempt was made to advance a 3.0x28 rx promus stent delivery system between the two implanted stents; however, after use of a buddy guide wire and pre-dilatation, the tip of the stent delivery system could not cross the lst diagonal artery using excessive force. The stent delivery system was withdrawn from the anatomy without resistance. Upon inspection of the device, the stent dislodged. After a few minutes of observation and review of angiography, the procedure was completed. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. (B)(4): excessive force; distal to stent. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. The reported stent dislodgement was confirmed. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the (B)(4) promus everolimus eluting coronary stent system instructions for use (IFU) states: place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. The reported attempt to cross a previously deployed stent likely caused or contributed to the failure to advance/cross as the mounted stent implant interacted with the deployed stent implant. The stent implant likely became disrupted on the balloon as a result of interactions with the previously deployed stent as force was applied, such that further post-procedure handling during inspection caused a stent dislodgement. It should be noted that the IFU (delivery procedure section) states: resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. Based on the information reviewed, there is no indication of a product deficiency.